Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the flexvision pc didn't startup and failed intermittently while booting up. Review of the log file confirmed the malfunction of the flexvision pc. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision-pc did not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.